Event description:
The customer stated that the insulin pump gave an error alarm, a frozen screen and a continuous tone. The customer then stated that she was hospitalized for low blood glucose levels and gastroparesis. The customer stated that her main symptom was vomiting. Troubleshooting was performed. The insulin pump was shutting down and alarming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.